Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot numbers is as follows: medical device lot #: 6299929, medical device expiration date: 04/30/2018, device manufacture date: 10/25/2016. Medical device lot #: 6152903, medical device expiration date: 11/30/2017, device manufacture date: 05/31/2016. " bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes did not fully fill.